Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to apathy. It was assessed that the patients implantable pulse generator (ipg) was empty as a result of difficulty charging their ipg. The ipg was able to be partially charged and the patient was discharged and doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.